Manufacturer narrative:
The customer reported that the screen on the bedside monitor (bsm) went blank and the unit restarted on its own during patient monitoring. After the device came back on, it returned to normal monitoring mode. The biomed went into the device history and found that there had been a system error. The customer provided the device log file and a picture of the error for investigation. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the screen on the bedside monitor (bsm) went blank and the unit restarted on its own during patient monitoring. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the screen on the bedside monitor (bsm) turned blank and the unit restarted on its own during patient monitoring. After the device booted back up, it returned to normal monitoring mode. Under the history screen, the user observed an error 79 - system down event log. No patient harm was reported. The customer provided a picture of the error for investigation. Service requested / performed: troubleshooting. Investigation summary: the reported event caused a momentary loss of patient monitoring. Should it reoccur, the same loss of patient monitoring is expected. There is currently no information to suggest a more severe impact. The customer provided the screen shot of the error below, was forward to the manufacturer, nkc for analysis. Based on the error information, nkc was able to determine that the device's self-diagnosis process detected an "abnormality" and rebooted to regain normalization. The error itself did not contain information about the "abnormality" detected. In order to understand what was detected, the device's logs would be needed for analysis. The device logs were not available, thus further understanding of the issue is not possible. No root cause could be determined for this incident. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed.

Event description:
The customer reported that the screen on the bedside monitor (bsm) went blank and the unit restarted on its own during patient monitoring. No consequence or impact to the patient was reported.